Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient claims that unit set in error. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of pca electrical damage. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they could not confirmed the customer's allegation and there was pca electrical damage.

Manufacturer narrative:
The patient claims that unit set in error. There is no allegation of serious or permanent harm or injury. The device is evaluated and there is no visible physical electrical damage to the pcba/pca. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.